Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 2 syringes of juvéderm® volux¿ xc in the cheeks, and 1 syringe of juvéderm® vollure¿ xc in the nasolabial area and the patient is experiencing swelling, pain and lumps in the cheeks. (Only where the juvéderm® volux¿ xc was injected.) The patient was treated with prednisone last month and on the next month the patient reported the meds have helped but the right side cheek has gotten worse.. But the symptoms are still ongoing.